Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 38 indicating consecutive motor stalls on the ilet, which persisted after a restart and was associated with interrupted insulin delivery. Symptoms included a potential interruption of insulin infusion without reported adverse clinical effects. Outcomes included restoration of insulin delivery after a dry run to 50 units and a full supply change, with no hospitalization. Investigation included remote troubleshooting, device restart, a dry run test without supplies, and guided replacement of the cartridge, infusion set, and connector. Investigation of this case revealed that the pump motor stalled during delivery and function was recovered after supply replacement, consistent with a transient mechanical stall within the infusion pathway or motor drive that resolved through standard corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was likely a temporary mechanical obstruction or supply-related resistance that was corrected through user-performed maintenance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.